Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred. Customer¿s blood glucose level was in the 90's (mg/dl). Reportedly, a new cartridge was filled and loaded successfully.